Event description:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage test and flow transducer test during pre-use check. The ventilator was investigated on site by our field service engineer (fse). The controlling printed circuit board (pcb) was replaced then sent back for investigation. The provided device logs confirms the reported issue. Simulated test use of the returned part in a ventilators resulted in failing the pre-use check internal leakage and flow transducer test. During ventilation, after 5 seconds the machine stopped ventilating and it alarmed three technical errors that indicate ventilation stop, ventilation error and communication error. The cause of the reported issue with the failed pre-use check was a failure with the components on the controlling pcb. However, it was not possible to determine which component was the defected one. The cause for the technical errors found during ventilation was a software issue. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation.

Event description:
Manufacturer's ref. #: (B)(4).